Manufacturer narrative:
The device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic procedure using a 5f sheath. Reportedly, the prostyle device met resistance and could not be advanced over the guide wire into the anatomy. The black distal sheath portion of the device and the guide wire both kinked. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported resistance with the guide wire was not confirmed after the device was soaked to remove the blood inside the device. The sheath kink was confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d9: device available for evaluation changed from "no" to "yes" h3: device evaluated by manufacturer changed from "no" to "yes" h6: correction- removed type of investigation code 4115 h6: correction- removed investigation findings code 3221 h6: correction- removed investigation conclusion code 4315 h10: addtl mfg narrative. Updated for device analysis.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.